Manufacturer narrative:
Zimmerbiomet complaint number cmp- the reported device was returned for investigation. Visual evaluation of the as returned product identified bone on the threads and minor nicks around the collar. No damage identified. The returned device was measured with and verified to match print specification. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device was located on tooth # 19 and was used for approximately 1 year, 9 months pictures or x-ray images of the implant site were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant was removed due to pain and discomfort. The product was returned for investigation. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to pain. Tooth location 36.